Event description:
Report: (B)(4): llt codes: 10022086:injection site pain, 10034898:phlebitis injection site. Narrative: this is a 41-year-old female with pmhx of polysubstance use disorder, endocarditis, bilateral ankle and right knee septic arthritis who presents to the ed with sepsis and mssa bacteremia complicated by presence of pacemaker and possible infective endocarditis. Upon further examination, patient required 6 weeks of IV cefazolin. After 7 days of IV therapy, patient experienced difficulty with her IV line, losing a midline and at least 2 ultrasound-guided peripheral IV accesses while on cefazolin. Patient had darker skin tone, so redness was not seen as well, but she had the palpable cord, swelling and warm to touch around insertion areas. Another peripheral IV access was attempted but failed. Patient had to receive oral antibiotics until PICC line was placed. Patient reports no issues or complaints with PICC line.